Manufacturer narrative:
Product complaint #: (B)(4). Additional h3 device evaluation summary: one empty opened foil and one dispensed suture of product code sxpp1a404, lot pdz281 were received for analysis. During visual inspection of the sample, body fluids and tissue on the barbs were noted, also the sides of fixation tab were broken could be observed. In addition, the other extreme of the suture was cut appears to be by use of surgical instrument. Due to the condition of the sample the functional test can¿t be performed. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. A manufacturing record evaluation was performed for the finished device lot number pdz281, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: did both issues, suture breakage and fixation tab break, occur on the same device? Yes, it occurred on the same device.

Event description:
It was reported that a patient underwent a radical operation of sigmoid colon cancer on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture broke when sewing for the second stitch at the time of closing the abdomen and the fixation feature detached. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.